Event description:
Caller stated that she used the battery operated toothbrush for the first time and the top (brush) fell off causing her to receive laceration to her mouth and lips from the metal part of the toothbrush. She had not received medical attention as yet. (B)(6) 2014 the manufacturer was contacted and she was informed that a pre-paid package would be sent to her to return the product for inspection. Caller is concerned that this toothbrush is a safety hazard and should be reported. Purchase date: (B)(6) 2014 this date is an estimate. (B)(4).